Manufacturer narrative:
Date of event estimated as (B)(6) 2022 as date is unknown. Implant date estimated as date is unknown.

Event description:
It was reported via social media that a closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. After the procedure, the closure device did not fully seal. The patient remained on a blood thinner medication regimen.